Event description:
The following has been reported: damaged pump. A preliminary review of the logs was not performed. The device was returned for evaluation. The lcd screen is not damaged. The lcd touch screen is not functioning properly (no input). Internal investigation found lcd touch screen flex cable was no connected at j23 on the main pcba. Installed flex cable and touch screen is functioning properly. Front housing is damaged due to broken screw mounts. Handle assembly is damaged due to broken screw mounts. Front housing and handle assembly will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the screen, no input issue identified during investigation. No adverse effects were reported.